Manufacturer narrative:
The device was returned for evaluation. The returned devices were visually inspected for any abnormalities and the following observations were made: all inflow struts were exposed through skirt (normal after used) with one strut flared out, after expansion, the inflow bent strut was corrected; however, all struts remain exposed through skirt, and the outflow struts were severely compressed with one noticeable bent strut near the c2 commissure tab. The outflow bent strut remains flared out after expansion, string like material at outflow appears to be a tissue fiber, possibly from the leaflet due to frame/leaflet compression damaging the leaflet during surgical removal of the device. All leaflets were dehydrated and wrinkled due to device return condition (prolonged crimping and storage condition). A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Patient imagery was provided by the complaint site and the following is the observations made: the access vessel on the left side is undersized, minimum requirement for 26mm device is 5.4mm and it is observed that the patient had calcification and tortuosity in the access vessel. The following instructions for use (IFU) and training manuals were reviewed: IFU commander delivery system with s3/s3u thv,us, device preparation manual, us, and procedural training manual, us. No IFU/training deficiencies were identified. Although the reported event was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment pra and corrective action preventative action CAPA, each of which capture root cause analysis for the issue. A risk assessment was performed on the reported event and the risk of difficult or unable to navigate catheter through anatomy and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficult or unable to navigate catheter through anatomy. Pra was previously initiated to investigate the cause and assess the risks. To address the issue, CAPA was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action (part description/number are reflective of old design). The pra documents the difficulty advancing delivery system through sheath, resulting in percutaneous intervention , which did occur during this event. Trending analysis indicates the monthly complaint occurrence rate did not exceed the may 2021 control limit for trend category. Therefore, the risks outlined in the pra remain the same. The pra remains applicable, and no further action is required. CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently on control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action (part description/number are reflective of old design). The reported event was confirmed through the device evaluation. The valve was compressed with bent struts(one of each at inflow and outflow). Due to the distorted frame functional testing, or dimensional analysis was not performed. Review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, "during insertion of a 26mm sapien 3 ultra valve with a 26mm commander delivery system through a 14f esheath, there were difficulties with insertion and advancing. The valve and delivery system became stuck in the white strain relief section of the esheath". Then attempts were made with excessive push force to advance the system further through the sheath; however, the valve and delivery system could not be pushed all the way through the sheath. When tried to pull out the device, only sheath with liner torn came out. The valve and delivery system remained in the vasculature with the valve frame having a bent strut. Per imagery review, the patient had calcification and tortuosity in the access vessel . The presence of calcification and tortuosity can create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. In addition, patient's access vessel was undersized. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not overmanipulate the sheath at any time". In this case, it is possible that the valve strut caught within the sheath during the delivery system advancement. So, if excessive force was applied to overcome the resistance, it could result in tearing of sheath liner leading to liner strand (and bent strut). These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/tortuosity/undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
This is two of two manufacture reports being submitted for this case. Please reference related manufacture report no 201569120213733. Devices were returned. Investigation is underway.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported, during insertion of a 26mm sapien 3 ultra valve with a 26mm commander delivery system through a 14f esheath, there were difficulties with insertion and advancing. The valve and delivery system became stuck in the white strain relief section of the esheath. Attempts were made with excessive push force to advance the system further through the sheath; however, the valve and delivery system could not be pushed all the way though the sheath. An attempt to pull all the devices out was performed; however, only the sheath came out. A liner tear was observed on the sheath. The valve and delivery system remained in the in the subcutaneous tissue (access was in sfa just below the femoral head) with the valve frame having a bent strut. A cutdown was performed and the devices were surgically removed. The procedure was aborted. The devices were discarded and there are no pictures.